Event description:
It was reported that the device was replaced due to high impedance of >9999 ohms and loss of capture. A setscrew issue was suspected. No patient complications were reported as a result of this event.

Manufacturer narrative:
It was reported that the device was replaced due to high impedance of >9999 ohms and loss of capture. A setscrew issue was suspected. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure connector device was out of specification in a manner that relates to event capture, failure to impedance, high.